Event description:
It was reported that a tip detachment occurred. A direxion hi-flo catheter was selected for use on the liver. During the procedure, it was noted that the tip of the catheter had fallen off. The device was simply pulled out and there was no device fragment left inside the patient. The procedure was completed with a different device. No complications were reported and patient was stable post procedure.